Event description:
It was reported that the patient underwent a replacement surgery involving their ambicor inflatable penile prosthesis (app) due to an unspecified reason. The previous app was explanted and replaced with a new app. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.